Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 45 mg/dl. The customer declined to troubleshoot for the low blood glucose. The customer did not mention how they treated their low blood glucose. The device will not return for analysis.